Event description:
It was reported that both monitors on the 9800 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and both monitors replaced during the service call. The system was tested and found to be working as intended and put back into service.